Manufacturer narrative:
Two (2) used sample, list #011-c32029 and one (1) used. List #306575, bd posiflush sp syringe 0.9% sodium chloride (0.9% nacl) 10 ml syringe were returned for evaluation. As received the inlet / outlet filter vent were observed to be wetted out. No additional damage or anomalies were observed. The sample were tested as per procedure and a leaks was observed coming from the inlet / outlet filter vent. Complaint of leaks can be confirmed based on the physical sample evaluation. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional contact information: (B)(6).

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where the customer reported that the solution leaked from the air vent during patient infusion of taxol medication. There was no bleedback, and unknow user facility medwatch. The device was not reprocessed/resterilized. There was no unprotected chemo exposure in this event. There was patient involvement but harm was not reported as a consequence of this event. There were two occurrences.